Event description:
It was reported that patient had an initial knee procedure (B)(6) 2009. Following a fall at work due to pain, the patient underwent a revision procedure on (B)(6) 2014. The bearing was removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay corrected and additional information that was unknown at the time of the initial medwatch. Device discarded.

Manufacturer narrative:
Current information provides information that patient fell at work, causing pain. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, ¿loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity."